Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the power screen stated "lmd reached reads fail". This issue was found while troubleshooting original issue on MDR# 1828100-2014-00492. Since the event occured during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00491 and 1828100-2014-00492. The field service representative (fsr) replaced the batteries in the system -1. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. The reported complaint was not duplicated during laboratory analysis. Both batteries exceed (pass) minimum requirements for the discharge test.